Event description:
As reported, this 58 year old, male patient had a left initial tka on (B)(6) 2020. The press fit femoral component showed loose on a bone scan and the patient was revised on (B)(6)2022. The patient was revised to a constrained size 4 left side and a size 4/13mm ps liner with a 18x80 cemented stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: truliant tibia insert ps size 4 13mm - cn: 02-022-35-4013 / sn: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. As reported, this male patient had a left initial tka. The press fit femoral component showed loose on a bone scan and the patient was revised. The patient was revised to a constrained size 4 left side and a size 4/13mm ps liner with a 18x80 cemented stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.